Manufacturer narrative:
Analysis identified that there was high resistance with the pump battery. (B)(4) applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided.

Manufacturer narrative:
Correction: interrogation of the device revealed the pump had been programmed to deliver 20,000.0 mcg/ml of fentanyl at 3,085.0 mcg/day in simple continuous infusion mode. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp indicated they were the most appropriate follow-up contact and reported the reason for the pump explant was "end of life." The hcp was not sure what the patient's weight was at the time of the device explant.